Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was noted that the length of trocar needle was much longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the complete view of the catheter with loaded needle. The needle was noted to be protruded from catheter, however the bunching was noted on the tip of the catheter and whether canula lock properly or not can be confirmed. Moreover, the length cannot be verified from provided photo and without physical sample. Therefore, the investigation is inconclusive for the reported the length of trocar needle was longer than catheter issue as it is not sufficient enough to determine whether the product did not meet specifications. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was noted that the length of trocar needle was much longer than the catheter. The procedure was completed using another device. There was no patient contact.